Event description:
During a coronary artery drug eluting stenting procedure the stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician predilated with an unknown size balloon. The two 7 fr guidewires being used got tangled. When the physican attempted to implant a taxus express2 3.00 x 32 mm drug eluting stent it would not advance. It was noticed the stent had flared. The procedure was completed with a different device. No pt complications were report.